Event description:
It was reported that stent damage and device entrapment occurred. The target lesion was located in the severely calcified mid left anterior descending (lad) artery. A 4.00 x 20mm synergy xd drug-eluting stent was inserted into the guide catheter and advanced for treatment. However, during introduction, the stent failed to cross the lesion and the stent strut got stuck in another device inside the guide catheter. The devices were removed together as they could not be separated. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr ous 4.00 x 20mm was returned without the stent delivery system was returned for analysis, along with a 8.0 fr guide catheter with a 0.014" guidewire and snare inserted. A deformed stent was found to be bunched and caught in the snare head. Stretching was also evident of the stent struts . The struts were not found to have been expanded. The stent od (outer diameter) was unable to be taken due to stent damage, for the maximum crimp stent profile for all non-scrapped devices was within the maximum crimped stent profile specification. The stent delivery system was not returned. No other issues were identified during analysis.

Event description:
It was reported that stent damage and device entrapment occurred. The target lesion was located in the severely calcified mid left anterior descending (lad) artery. A 4.00 x 20mm synergy xd drug-eluting stent was inserted into the guide catheter and advanced for treatment. However, during introduction, the stent failed to cross the lesion and the stent strut got stuck in another device inside the guide catheter. The devices were removed together as they could not be separated. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.